Event description:
The time of event is unknown. There was no report of patient harm. Air pump failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. We checked the returned unit and confirmed that the air pump air feeding failure. Based on the result, we concluded that it was caused due to the physical damage applied on the air pump. In addition, we confirmed that the cable b500 fluid damage, the scope connector mechanical unit loosened, the xenon lamp worn out, and the fuse worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.